Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the leak appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal right coronary artery with moderate calcification. An indeflator was used to successfully deploy an unspecified stent; however, on attempting to post dilate the stent with the balloon of the stent delivery system (sds), the balloon failed to inflate and condensation was noted in the face plate of the indeflator. Another indeflator was used to successfully complete the procedure with the same sds. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.